Manufacturer narrative:
(B)(4). Evaluation, results: other (root cause of leak unknown).

Event description:
An nc sprinter rx balloon dilatation catheter, length 9mm, diameter 2.5mm, was intended to be used for post-dilatation of a stent in a patient's lad. It was reported that the balloon was not inflating and, on examination, there appeared to be a hole in the balloon. The device was inspected prior to use and negative prep was performed with no abnormalities noted. It was reported that the target lesion exhibited 90% stenosis with moderate tortuosity. The balloon was inflated for the first time to 12 atm for 5 seconds prior to the suspected leak. No patient injury occurred and no clinical sequelae have been reported. The device has not been received for evaluation.